Event description:
Small burn on patients leg near the return electrode.technical assessment by biomed: unable to test device; not operating. Interviewed staff and learned that the ablation controller had alarmed two times during the procedure. On neither occasion did staff check electrode.spoke to boston scientific and they stated that electrode should be placed on patient's back.